Manufacturer narrative:
Information references the main component of the system and other applicable components are: none.

Event description:
The patient reported that she was charging too frequently. It was noted that the patient did not have any previous overdischarge (od) events. The patient had her implantable neurostimulator (ins) replaced on (B)(6) 2016 because it was used for nine years. With her previous ins, the patient would go three weeks without having to charge but when she fully charged the new ins on (B)(6) 2016, she got a screen showing low ins battery one week later on (B)(6) 2016. Later on that same day, the stimulation shut off and the patient charged for a three hours and only reached (B)(4) charge. It was also noted that the patient had all coupling bars and suspected ins battery draining. The patient later reported that she was keeping a log to track how often she would charge and how long the ins would stay charged. The device recharging interval had not been resolved. There were no patient symptoms were reported. Indications for use include failed back surgery syndrome and spinal pain.

Event description:
The patient reported charging too frequently. The patient noted they had to charge daily for 2 hours before the battery was only a quarter to halfway full. The patient did not charge the battery to 100% full and they noted they were unable to charge past 50%. The patient was able to get all 8 coupling bars and monitored coupling during charging and turned therapy off to charge more quickly but after two hours of charging their back started to hurt. The patient was going to try to charge for 3-4 hours to see if it would go above 50%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was having difficulty with recharging, including poor coupling and the charge depleting faster than her previous implant. The patient was directed to follow up with their primary healthcare primary healthcare professional. No further complications were reported as a result of this event.